Manufacturer narrative:
The insulin pump had button error alarm due to corroded keypad traces. No frozen display noted during testing.

Event description:
The customer reported via phone call that they received a button error alarm. The customer stated that the insulin pump was frozen. The customer reported that the esc button was unresponsive and the button error alarm was difficult to clear. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.